Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no e333 error code present during the testing. There were no connection, power, or inspection errors noted. The display was present without fault and all other functions appeared to be operating properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center began producing an e333 touch panel error during a therapeutic laparoscopic inguinal hernia procedure. According to the initial reporter, power-cycling the unit successfully removed the error code. Since observation was possible, the procedure was completed without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the cause of indication phenomenon. Otv-s300 designs may cause e333 even in normal conditions, which may have caused the phenomena indicated. Olympus will continue to monitor field performance for this device.